Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer experienced intermittent power issues with their integrated electrosurgical unit (iesu) generator, which turned off unexpectedly multiple times. The issue was reported to dvstat after completing the procedure. Despite these interruptions, the procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, unit found to have light scratches on middle right of front bezel and slight scuffing on bottom of bezel. The integrated electrosurgical unit (iesu) was tested on the system; was given time to warm up and check for power-off event, no issue. Using the system, the iesu was able to recognize all instruments and perform all required energy operations successfully. M-0b and m-32 errors were in the logs. Root cause is attributed to a defective generator.